Event description:
The pt claims that her crutches needed to be adjusted. While trying to adjust the crutch, the pt severed her left ring finger (fatty part) behind her nail. She was treated at urgent care and released. Urgent care was unable to stitch her finger and they had to cauterize it. On (B)(6) 2015, the pt was contacted to obtain info. The pt explained that she couldn't get the crutch to adjust and that it was "sticking" badly. She had to use force to get it to move. The crutch cut off the flesh at the end of her finger and under her nail. This occurred saturday (B)(6) 2015. She went to get treatment and her wound was cauterized with silver nitrate. She had to get several shots, including tetanus, as well as several local anesthetics. The pt stated she still has the crutch if it is needed for investigation. Additional follow up was conducted with the pt on (B)(6) 2015 (to obtain info required for this report). The pt provided further clarification that the pad of her finger got caught in one of the pre-drilled holes used to adjust the height of the crutch.